Manufacturer narrative:
The reported event of backup operation was confirmed. As received the device had no telemetry and could not be interrogated because battery voltage was at end of life (eol) level. The device was cut open and normal current drain was found when a new battery was installed. Functional automated testing with the new battery did not find any anomalies. The device has met the projected longevity based on nominal settings and it is considered normal battery depletion.

Event description:
During in clinic follow up, the device was found to be in back up mode and no further interrogation was possible. It was suspected that the device had reached end of life. The device was explanted and replaced to resolve the event. The patient was stable.